Event description:
It was reported that when the diagnostic mobile programmer application was interrogating the implanted device it indicated that a power on reset (por) had occurred, when it had not. Troubleshooting advice was given to resolve issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.